Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2024. The device was attached onto the scope. During the procedure, the bands would not deploy. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with a third speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2024. The device was attached onto the scope. During the procedure, the bands would not deploy. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with a third speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on august 15, 2024: it was clarified that only one speedband superview super 7 device was used in this procedure. It was also reported that the anatomical location of the procedure was in the lower part of the esophagus. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on august 15, 2024. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.